Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy in the meantime. Additionally, they completed necessary documentation on behalf of the customer, provided guidance on storing the malfunctioning pump, and arranged for the replacement pump's shipping without requiring a delivery signature. The customer was also asked to return the faulty pump using a pre-paid ups label within ten days.